Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a 6.4 cm in diameter abdominal aortic aneurysm. Vessel morphology was reported as an aortic neck diameter of 22-20 mm; 15 mm diameter in the iliac arteries bilaterally; 9 mm diameter of femoral arteries bilaterally. It was reported that a reliant balloon was used. The talent stent graft system was successfully implanted however, a type IV endoleak was confirmed by final angiography. The angiography, density and speed of the leak into aneurysm and flow inside of the blood vessel/talent aaa were almost the same. Films showed a porosity leak that occurred at the area about 4.5 cm above the bifurcated area of the main body. The anterograde blood flow from the aaa can be seen by angiography. At a one week f/u, the type IV endoleak was confirmed to have disappeared, but occlusion of the ipsilateral limb was confirmed. The terminal aorta was narrow measuring 18 mm, and the contralateral limb was pressing the ipsilateral limb (stentless area). Four days later a fem-fem bypass was performed. No clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval results and conclusion: endoleak, occlusion, surgical conversion to open repair. Unk cause of event.